Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had defects of the bending rubber. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling (1mm2 or more) this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the connecting tube had a dent, an abnormal sound was made due to damage on the angulation lever, and the eyepiece was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.